Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to a "defective" cuff. A new artificial urinary sphincter cuff component was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to a "defective" cuff. A new artificial urinary sphincter cuff component was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.

Manufacturer narrative:
The complaint component was returned and analyzed. The reported allegation of malfunction was confirmed via product analysis of the cuff. No escalation to ncep, CAPA, or scar is required.